Event description:
A company rep was asked by a distributor to observe a lap bilateral lympnodectomy at a hospital. The company rep agreed and was in the or during the surgery. The surgeon was using a medical device produced by the company and mistakenly cut the pelvic nerve during the procedure. Other medical personnel were called in to assist. There was no device malfunction. A physician error was the root cause. Device use was continued after the pt was prepared for an open surgery.